Event description:
It was further reported that the patient¿s symptoms also included cough with blood tinged sputum, weakness, and fatigue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that echocardiogram was done one day post implant and showed small pericardial effusion. It was not known whether effusion was present pre-implant. The right ventricular (rv) and right atrial (ra) leads are still in use. The patient was enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtbx1qq implantable cardioverter defibrillator (ICD) (B)(6) 2013; 429878 implantable pacing lead (B)(6) 2013; 6947m implantable tachy lead (B)(6) 2013. (B)(4).